Event description:
It was reported that a patient had depression. It was stated that the patient had been in such a state of depression that she had been barely functioning. It was stated that she was ¿finally coming out of the cloud¿ but it was still ¿very partly cloudy¿. It was reported that the patient had once tried to kill herself and was in the ICU brain dead for 5 days. It was reported that the patient had a hard time breathing ¿for a while¿ (the time frame of the breathing difficulty was inquired about but not specified). The patient stated that during the time, her healthcare provider (hcp) had been taking her off her meds she had been ¿feeling strange physically¿ and couldn¿t get out of bed. It was noted that there was concern about the caller¿s demeanor during the call and crisis intervention services were offered to the caller but declined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient had brain damage and depression and was now recovering. It was also noted the patient was hospitalized the year prior to the report in the mental hospital due to depression. The patient almost died 9 years prior to the report as she suffered from brain damage and was in the ICU for 5 days. The patient was on antidepressants and suffered from overdose of these medications. Further, the patient stated she went against her doctor's advice and stopped taking her cymbalta and she suffered from withdrawal. Now, the patient stated she was starting to think normally.

Event description:
Additional information received reported the scs was not working for 1.5 years. The patient could not find the remote for the unit. She charged it, but it would not turn on. She had been in bed for 4 months.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3487a-33 lot# v002043, implanted: 2006 (B)(6); product type lead product ID 7495lz51, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377845, lot# v017666, implanted: 2007 (B)(6); product type lead product ID 377845, lot# v017666, implanted: 2007 (B)(6); product type lead product ID 37711, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information as received from the patient indicating that they had a trauma where they stopped taking antidepressants because they did not think it was working and 1.5 months later they experienced withdrawal, going from "zombie to high as a kite", freaking out, losing their mind, and being manic. It was noted that the mental health issues and withdrawal was in 2014. The hospital for mental health issues was in 2014. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported they had been diagnosed with degenerative disc disorder, chronic regional pain syndrome, fibromyalgia, and raynaud's phenomenon. During their time in the ICU previously they had been in a coma. It was noted that the spinal cord stimulator (scs) was no longer working and due to that issue the nerves in their arms would go crazy. The implantable neurostimulator (ins) went dead due to normal battery depletion. The patient was indicated for complex regional pain syndrome type I.